Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the jaws misaligned. Upon inspection under magnification of the jaw it was noted that one of the retention pins that holds the jaws in position was sheared off. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaw prevented the functionality of the device. The instrument was unable to fully cycle open and close. A probable cause of the damage to the retention pins could be not allowing thick and fibrous tissues to denature prior to I-blade advancement a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an open hepatectomy, the jaws did not open and close at the beginning of the operation when cutting and coagulating liver parenchyma. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.